Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomalies noted during testing. Unit functioned properly. Unit passed the dat test. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017 with blood glucose of 540 mg/dl at the time of the incident. The customer was riding a bike, gave himself some insulin and had a reading of 360 mg/dl and then gave themselves more insulin. The customer was at 540 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as getting a funny sensation on the legs. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed the high pressure test. The insulin pump will be returned for analysis.